Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows the superior screw has backed out anteriorly past the screw blocking mechanism. The patient is reported to be asymptomatic and there are no plans for a revision surgery at this time. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that the inferior screw backed out of the resonate plate post-operatively.